Event description:
It was reported to nuvectra that the patient experienced a burning sensation at the sacroiliac joint. Subsequently, the stimulator and lead were explanted due to the placement of the stimulator and not device related.